Manufacturer narrative:
A complete and thorough test and evaluation was conducted. Both the digital main module and the control module meet factory specifications. No repairs or recalibration necessary.

Event description:
Distributor reported that a patient passed out within minutes of using nitrous. An ambulance was called, and patient was sent to the hospital. According to hospital report patient was fine; had an anxiety attack.